Event description:
The customer stated he was riding his unit in the hosp. The speed of the unit was set between 3 & 4. As he turned a corner, the unit reared up and he fell out of the unit. A hosp employee tried the unit and the same condition occurred. The customer was treated and released.